Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures. The pacel bipolar pacing catheter instructions for use (IFU) states the user should advance the catheter into the vein and into the heart until the ECG shows contact with endocardial tissue (elevation of the st segment). Electrode position may also be determined by fluoroscopy.

Manufacturer narrative:
.

Event description:
A successful pacel temporary pacing lead implantation procedure was performed. A rupture of the myocardium was confirmed by echocardiography after the temporary pacing lead was removed and a pacemaker had been successfully implanted. Patient was released from the hospital without further treatment.